Event description:
Patient needed explant of the nalu system due to the need for an MRI of the right knee. The nalu implanted pulse generator (ipg) and tined leads were in the area of the desired MRI, the patient needed a full explant. All components were recovered.